Event description:
Event description cpi received information that due to an elevation of pacing thresholds, and a decrease of r-wave amplitude, this endotak dsp lead was to be replaced. At the procedure the physician elected to reposition the lead, it had dislodged. The endotak remains actively implanted.